Event description:
Customer reported that their pump's battery depleted quicker than when the pump was new. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.